Manufacturer narrative:
Concomitant medical products: 4592-45 lead, implanted: (b)(46 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about one week after the implant procedure, the patient experienced ongoing bleeding and oozing from the device site and diffused bruising on the left arm and chest area; a hematoma was diagnosed. A new medication was ordered and then at a later follow-up, continued healing was reported. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No further patient complications have been reported as a result of this event.